Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 07/25/2024, the patient experienced loss of consciousness and the husband called a doctor. The doctor treated the patient with 20 gram of glucose injection (glucagon or IV glucose). At an unspecified time of the event the cgm was reading 64 mg/dl and the blood glucose reading was 33 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.